Event description:
Ous MDR - during implantation it was not possible to extract the screw. This is all of the available information that was provided to us. If additional information becomes available this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the mechanical performance of the fixation mechanism was investigated. No peculiarities were found. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.